Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Follow-up was performed with the customer and additional information was obtained: the mega suturecut needle driver instrument was inspected prior to use and there was no damage or anything out of the ordinary noted. The issue occurred when the surgeon was closing the vaginal cuff with suture. The instrument did not collide with any other instrument or tool during the procedure. There were issues related to opening/closing of the grips, left/right motion of the grips, and up/down motion of the wrist once the wire snapped. There was at least one cable that was visibly protruding from the distal end of the instrument. The cables protruding were the ones that control the opening/closing of the jaws and the up/down motion of the wrist. A fragment did not fall inside of the patient's anatomy. Patient demographic information was provided.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer called the technical support engineer (tse) and stated that mega suturecut needle driver instrument broke on arm 4. It was stated that the wire broke on it and nothing fell off of the instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the broken instrument with a new instrument to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.